Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The error was confirmed on the error log and was able to be reproduced by performing an all set home command. The fse cleaned the waste chute and removed all cups from the analyzer, which resolved the issue. The fse returned to the customer site the following day to adjust the waste chute after the error occurred over the weekend. Instrument validation was performed via quality control (qc). Qc results passed within the published ranges. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16dec2018 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4193] y-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The probable cause of the issue is attributed to clogged waste chute. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error 4193 y-axis cup transfer z-axis home overrun on the aia-2000 analyzer. The customer attempted to perform an all set home command, but the error continued. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol, follicle-stimulating hormone (fsh), alpha-fetoprotein (afp), beta-human chorionic gonadotropin (bhcg), and luteinizing hormone ii (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.